Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer's mother stated that pump had been exposed to moisture in a swimming pool and visible moisture on device. Customer also received an rf pic failed self-test. Customer already taken pump out of use and reverted to back up plan. The customer insulin pump is iw, to be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test or verify a64 alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.